Manufacturer narrative:
(B)(4). The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. P-cap / reservoir locks properly into place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube thread, cracked keypad overlay and label damage.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment and to the side. No harm requiring medical intervention was reported. The device will be returned for analysis.